Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to ketones. The contact did not provide any additional information at the time of the call. Multiple attempts were made to obtain additional information regarding this event. However, no additional information was provided by the customer or contact.